Manufacturer narrative:
Evaluation summary: the returned part appears to be in good shape and the cutting edges are sharp. It is possible that the blade experienced extremely hard bone while cutting and got caught in the bone suddenly, causing the twisting of the surgeon's arm. The definite cause of the problem could not be determined on the available information. Evaluation: device history records indicate device manufactured to specification.

Event description:
It is reported that when the reamer blade engaged the patella, the blades buried into the bone and torqued the surgeon's arm.